Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed the pacemaker was in back-up mode. The pacemaker was explanted and replaced. The patient was stable before, during and after the procedure.